Event description:
It was reported that the clip will clamp down all the way instead of half the way, then when the surgeon brings the clip out it tears the tissue of the patient. The clip needs to only clamp down halfway.

Manufacturer narrative:
(B)(4). The rep spoke with the surgeon and provided the following information, "the surgeon said that the report was incorrect. The device was not defective. He just was having trouble using device to attach catheter during cholangiogram. He wanted to know if it was possible to have the clips only close half way in order to not close the catheter to tight. He was fully compressing the clip and said it was to tight on the catheter. He was having a hard time getting fluid through the catheter because he compressed the clip too tight. There was no patient injury. I have service scheduled to demo the device in his office."

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.